Event description:
Patient called lfs alleging that their one touch profile meter would only prompt "not ok". Patient did not experience any symptoms during the time of concern. Patient contacted a medical professional for advice, and they did not administer self-treatment. The customer service representative discovered through troubleshooting that the patient was cleaning the meter correctly. The error message reportedly appears during the test and the test strips were never removed during the test. The patient was walked through proper testing procedures and a retest was performed. Issue was not resolved through troubleshooting. Patient did not allege harm or experience injury.